Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received, analyzed and no anomalies were found. The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient expired approximately nine hours after their implantable pulse generator (ipg) system was implanted. Follow up revealed the physician stated the cause of death as possible tension pneumothorax due to pacemaker insertion. Follow up also revealed there were not any implant difficulties during the procedure and no device or lead malfunctions existed.